Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. Patient's condition was good before during and after the procedure. The devices will not be sent back for analysis.